Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-02080 and 3007042319-2015-02081) submitted for devices related to the same event.

Manufacturer narrative:
It is not known which of the following batteries were involved in the reported event: catalog: 1650de serial: (B)(4). The batteries have been returned to the manufacturer; however, completion of analysis is pending. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report this is one of two reports (ref 3007042319-2015-02081) submitted for devices related to the same event. Evaluation in progress.

Event description:
It was reported that the patient had "critical battery alarms and controller changes from one power port to the other one before batteries are down at 25%." "Batteries were replaced from hospital." No additional information provided.